Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgery an ophthalmic phacoemulsification handpiece exhibited with no phaco. System message (sm) was displayed and reset was done. The surgery was completed with no patient harm. There was no medical or surgical intervention required.

Manufacturer narrative:
The company representative examined the system and found it to meet specifications. However, the company representative did mention that there are handpieces that may not meet functional requirements and have been removed from circulation. There was no additional information offered after this. The handpiece was not returned for evaluation. The specific product identifier (serial number) was not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this lot/batch/serial number cannot be performed as the lot/batch/serial number is unknown. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).